Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00908.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400). During the procedure, while advancing a pc400 through a px slim delivery microcatheter (px slim), the pc400 unintentionally detached within the px slim; therefore, it was removed. It was also reported that a pc400 pusher assembly was found bent while removing it from the packaging. There was no report of adverse effect to the patient.

Manufacturer narrative:
Result: the first penumbra coil 400 (pc400) embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The outer diameter (od) of the proximal constraint sphere and embolization coil were measured and found to be within specification. The pet lock was intact on the proximal end of the second pc400¿s pusher assembly, and the pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the first pc400 revealed the embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The ods of the proximal constraint sphere and embolization coil were measured and found to be within specification. Since the pusher assembly was not returned for evaluation, the root cause of the unintentional detachment could not be determined. Evaluation of the second pc400 revealed the pusher assembly was kinked. This damage may have occurred due to forceful manipulation of the pc400 at extreme angles during removal from the packaging. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.